Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The s-curve height was measured to be within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During follow up, loss of capture from the left ventricular (lv) lead was observed. Diagnostic imaging confirmed that the lv lead was dislodged and the physician elected to disable the lv lead via reprogramming. The lead was explanted and replaced the following day to resolve the event. The patient was stable with no adverse consequences.